Manufacturer narrative:
Head end potentiometer.

Event description:
It was reported by service report that the head of the bed will not go down. No patient involvement or adverse consequences are reported.